Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Images of the implanted stent were provided. The media files provided were reviewed and found to be consistent with the reported complaint. The complaint is confirmed. The device was implanted in the patient and was not returned for evaluation and therefore, a root cause was unable to be determined, the tortuosity of the treated vessel may have contributed to the physician's experience. At the time this complaint was received, this product was an exported device that was not cleared or approved for marketing in the u.s. The complaint is being reported now as based on this product meeting similar product criteria.

Event description:
It was reported that during treatment of a left aci sidewall aneurysm, an lvis evo device was reported to not open in the proximal segment. The distal segment opened acceptably. An attempt was made to open the lvis evo with a balloon, however it was not possible to enter the lvis evo. The balloon catheter pushed the lvis evo slightly forward, it opened better with this maneuver, but appears twisted. The patient is reported to be doing fine. No patient injury was reported.

Event description:
It was reported that during treatment of a left aci sidewall aneurysm, an lvis evo device was reported to not open in the proximal segment. The distal segment opened acceptably. An attempt was made to open the lvis evo with a balloon, however it was not possible to enter the lvis evo. The balloon catheter pushed the lvis evo slightly forward, it opened better with this maneuver, but appears twisted. The patient is reported to be doing fine. No patient injury was reported.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Images of the implanted stent were provided. The media files provided were reviewed and found to be consistent with the reported complaint. The complaint is confirmed. The device was implanted in the patient and was not returned for evaluation and therefore, a root cause was unable to be determined, the tortuosity of the treated vessel may have contributed to the physician's experience. At the time this complaint was received, this product was an exported device that was not cleared or approved for marketing in the u.s. The complaint is being reported now as based on this product meeting similar product criteria.